Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the jaw of the smartstitch pp connector broke upon opening. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not received in original packaging. The connector had no visible defects. A functional evaluation using a reference smartstitch handle showed that the connector loaded to the handle. The jaw closed/opened, the suture needles worked independently and simultaneously. The connector was removed from the handle and the process was repeated again with no defect observed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include rough handling or excessive force to the device. No containment or corrective actions are recommended at this time.